Event description:
The customer reported that the device showed a service required error message. The device was in use on a patient, however there was no adverse event to the patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed to charge and showed a service required error message during patient use. The users were able to see the underlying rhythm throughout and at no point was a shock indicated. The device was in use on a patient, however there was no adverse event to the patient.